Event description:
It was reported the camera head had a connection error. The issue occurred during preparation of a therapeutic procedure. The intended procedure was completed using a different set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: e4, d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was not confirmed. However, the device evaluation found there was a little noise when the connector is slightly shaken. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a connection error. The issue occurred during preparation of a therapeutic procedure. The intended procedure was completed using a different set of equipment. There were no reports of patient harm.